Event description:
It was reported by service report that the customer alleged that the cot could not be unloaded from the ambulance. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results: no defects were found with the powerload system. However, the cot not being locked into position properly and/or debris that was found in the system, may have caused/continued to the alleged event. Conclusions: the service technician cleaned the debris from the system.